Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, both units were unable to reconnect to 4g and the "red light" remains constantly on.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Correction in section d10, the product was available and was returned to manufacturer on 2 december 2022.

Event description:
Both units unable to reconnect to 4g network ( green light). Constant "red light" issue remains on. Bench tested away from in field experience. Similar issue encountered. Removed from field and returned.

Event description:
Reportedly, both units were unable to reconnect to 4g and the "red light" remains constantly on.

Manufacturer narrative:
Evaluation: - upon reception, the returned home monitors were tested and the reported issue was not confirmed: the status light did not light in red. However, it was observed that the status light of the subject home monitors was constantly lighting in orange. - expertise files analysis revealed that the reported issue most probably resulted from a corruption of the flash memory, which prevents home monitors from booting properly. - the root cause of this corruption could not be identified, as the subject home monitors are permanently damaged. Therefore, no further analysis could be performed.